Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer connected the pump to a power source to charge and the pump turned on, however the touchscreen was frozen and unresponsive. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain further information, however no response was received from the customer.